Event description:
"When washing the PICC in the right upper limb with 0.9% saline solution prior to the installation of a new parenteral nutrition bag, serum leakage was observed in the external extension of the catheter. A new attempt to pass the PICC was unsuccessful. Peripheral venous access was then punctured in the cephalic region with difficulty due to the newborn's clinical condition (capillary fragility and anasarca). Contaminated sample was discarded."

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.